Event description:
The patient had a magnetic resonance imaging associated with temporomandibular joint disorder. The patient had an implantable neurostimulator implanted on the left lower side to control pain. Research revealed that the device was deemed safe for a 1.5 tesla magnet. The magnetic resonance imaging was performed within the guidelines of the product. After the magnetic resonance imaging, the patient had problems with the functioning of the implanted device. Six days after the original event the patient was told by a medtronic nurse to charge the device, but to no avail. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).